Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported in a video via social media that he observed glistenings, subsurface nano-glistenings (ssng), and optic discoloration postoperatively in multiple intraocular lenses (iols). The surgeon indicated that "many" postoperative patients had a distinct, central discoloration of the iol optic, which was surrounded by a thin, subsurface clear zone in the front and back of the lens surface. The surgeon observed that the white "liquid aftercataract" in two patients appeared yellowish due to the iol optic discoloration. The surgeon also noted that one patient with discoloration of the lens optic had an yttrium aluminium garnet (yag) laser treatment for the "liquid after cataract". Additional information has been requested.